Manufacturer narrative:
The hill-rom technician found the foot right caster and both head casters not holding. The technician replaced the foot right caster and both head casters to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes are not holding. The bed was located at the account in storage. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).